Event description:
This complaint is from a literature source. The following literature cite has been reviewed: comparing outcomes of prepectoral, partial muscle-splitting subpectoral, and dual-plane subpectoral direct-to-implant reconstruction: implant upward migration and the pectoralis muscle. 349 patients who underwent unilateral direct-to-implant breast reconstruction from january 2017 to october 2020 were involved in the study. Implants were inserted into the dual-plane subpectoral (p2) or partial muscle-splitting subpectoral (p1, the muscle slightly covering the upper edge of the implant) or the prepectoral pocket (p0). Postoperative outcomes and at least 2 years of follow-up complications were compared. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor® memorygel®; mnetor worldwide llc, irvine, ca, USA. The following complications reported: - animation deformity ¿ 5 patients. - breast pain - 21 patients. - capsular contracture - 14 patients. - seroma ¿ 50 patients. - rippling - 90 patients. - breast implant palpability/visibility - 11 patients. - implant upward migration ¿ 42 patients.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 health effect - clinical code e2402: breast implant palpability/visibility mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).